Event description:
It was reported to tyco/kendall healthcare in 10/2001 that a guidewire holted on the cannulating needle while the guidewire was being inserted. The physician obtained another insertion tray and inserted the permcath without difficulty. No patient harm reported.